Event description:
The customer reported a leak when using the cytomics fc500 flow cytometer system. The leak was fluid backflushing into the sample tube and had leaked onto the carousel and carousel base of the instrument. The volume of the leak was about 1ml and was contained within the instrument. The operator was wearing lab coat, goggles, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. A beckman coulter field service engineer was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the position of the sample head had slipped down beyond the position where the vacuum applied during the cleaning cycle could capture the sheath fluid and remove it to waste. This resulted in the leak. The fse raised and repositioned the sample head back to the correct height and locked down the sample head. This action resolved the problem and made the instrument operational. (B)(4).